Event description:
Aga medical's field clinical specialist attended a proctoring session at the medical center for an asd device closure, in which a 34mm asd device embolized after it was released from the cable. The case involved a 36 yrs old male patient who was initially diagnosed with a secundum asd measuring approximately 26mm by tee, and was confirmed again during the procedure before balloon sizing. A 34 mm sizing balloon was inflated numerous times to determine the diameter of the defect; however, a 26mm un-sized defect is large and keeping a balloon across the defect is difficult due to the high pressure flow coming from the left atrium. This tends to make the balloon milk back into the right atrium and not stay centered in the defect. It was finally determined that a 34mm device be implanted. After extensive examination by tee, the device was released and initially remained stable. Upon follow-up tee examination immediately post device release, the device had embolized into the left atrium and the patient was sent to surgery for device removal and surgical repair of the defect. The patient is doing well; however, does still have chest tube in place due to small pneumothorax.

Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician on 8/16/2006 and 9/12/2006. As of the filing of this report, no additional information has been received by aga medical.